Manufacturer narrative:
(B)(4). Should additional information this investigation will be updated.

Event description:
Additional information received noted that this lead was explanted.

Event description:
Boston scientific received information that during a routine follow up an increase in pacing thresholds was seen on this right ventricular lead. Upon further examination it was determined that the lead had micro-dislodged. The patient was admitted to the hospital and this right ventricular lead was repositioned successfully. Normal thresholds were obtained following the revision. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).